Manufacturer narrative:
The reason for reoperation: gel bleed.

Event description:
Healthcare professional later reported gel bleed and "any creases." Device has been explanted and replaced.

Event description:
Healthcare provider reported a right side rupture. Healthcare provider also noted "observations made during surgery" of "any creases" and "gel bleed". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ crease/folding of implant: observed creases on device. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.